Event description:
Boston scientific received information that during a follow up visit, interrogation revealed autocapture of 3.5v and longevity decreased to less than one half year remaining. A magnet rate of 90bpm was obtained. Autocapture feature was programmed off and a fixed output was programmed. Longevity remaining increased to one year remaining, but the magnet rate remained 90bpm. One year earlier, longevity of one and one-half year remaining longevity with a magnet rate of 100 bpm was obtained. A follow up visit is intended in approximately six months. An internal technical service consultant was contacted regarding expected longevity and whether to perform a follow up earlier. Ts provided information regarding expected longevity behavior and recommended discussing this issue with the physician . It was thought the remaining longevity is likely one year. A decision was made to further review this patient in approximately six months. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device was subsequently returned and analyzed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that this device was explanted. The device has not been returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.